Event description:
The spine images on the 9900 are of poor quality.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep observed the grainy images, images acquired in pulse mode. He verified auto tracking, kvp accuracy, dose output, x-ray tube dose is low, calibrated ma limit file to yield 9.0 r. Mint at 120 kvp. The rep performed a complete functional check on the system. The system is fully functional as intended.